Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The iesu was returned for failure analysis but the reported failure error c-72 could not be reproduced. The iesu energized and cauterized all ports and recognized instruments. The top bipolar port had no issues during system or instrument detection tests.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse confirmed error c-72 on the upper bipolar port of the integrated electrosurgical generator unit (iesu). The fse replaced the iesu to correct the reported problem. The fse also replaced the registered jack-45 (rj45) connector on the vision side cart (vsc) due to an unrelated intermittent network connection issue. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed. A return material authorization (RMA) was issued to have the iesu returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that a bipolar instrument did not work during the surgery, but monopolar instruments worked without any problem. The surgeon used the monopolar instruments to continue with the operation. A log review could not be performed as the system was not connected to the network after it powered on. The customer also reported that when bipolar energy was activated, an unspecified red message appeared on the integrated electrosurgical generator unit (iesu). The procedure was completed with no reported injury. The tse contacted an intuitive field service engineer (fse) who indicated that there was an issue with the top bipolar port of the iesu.